Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the part of the unit detached allowing the tube to fall apart. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the part of the unit detached allowing the tube to fall apart. The customer reported that recannulation or reintubation was required.